Event description:
It was reported that the pen ndl 32g 4mm 5 bag 50 box sample would not attach to the pen during use. The following information was provided by the initial reporter: "spouse of consumer reported difficulty attaching the pen needles to insulin pen from current lot #. Stated approximately 15 pen needles from this lot # won't catch/attach to the insulin pen. Stated this began yesterday on (B)(6) 2020."

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm 5 bag 50 box sample would not attach to the pen during use. The following information was provided by the initial reporter: "spouse of consumer reported difficulty attaching the pen needles to insulin pen from current lot #. Stated approximately 15 pen needles from this lot # won't catch/attach to the insulin pen. Stated this began yesterday on (B)(6) 2020."